Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the gastroesophageal (ge) junction during an esophagogastroduodenoscopy (egd) with dilation procedure performed on (B)(6), 2015. According to the complainant, during the procedure, the physician dilated the stricture for achalasia successfully and then attempted to remove the device from the scope; however, the device got stuck at the biopsy channel and the catheter broke in half. The part of the device that attaches to the alliance syringe was removed from the scope¿s biopsy channel; however, the distal part with the balloon remained inside the patient and was then retrieved with the use of rj4 lc biopsy forceps completing the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the complaint device revealed that the catheter was snapped in half. It was also noted that the catheter was kinked and stretched at the distal end of the device. Functional analysis could not be performed due to the condition of the device. Based on the condition of the returned device, it is possible that some procedural factors encountered during use that limited the performance of the device. This failure likely occurred due to procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the gastroesophageal (ge) junction during an esophagogastroduodenoscopy (egd) with dilation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician dilated the stricture for achalasia successfully and then attempted to remove the device from the scope; however, the device got stuck at the biopsy channel and the catheter broke in half. The part of the device that attaches to the alliance syringe was removed from the scope's biopsy channel; however, the distal part with the balloon remained inside the patient and was then retrieved with the use of rj4 lc biopsy forceps completing the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.